Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the white blood cell (wbc) bath was not draining properly due to the tubing through pinch valves lv13 and lv14 were clogged. The fse replaced the tubing and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 5 to 10 mls of diluent leaked from the white blood cell (wbc) bath of the coulter ac·t diff analyzer onto the counter while performing a start up. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.